Event description:
Information was received indicating that a cadd solis vip pump malfunctioned. The pump displayed a downstream occlusion alarm. There was no patient involved.

Manufacturer narrative:
Returned device was received in poor physical condition. The dso seal is loose, the battery contacts are corroded and the battery cover is very difficult to remove. Evidence of reported problem in event log was found. During the evaluation of the device, the downstream occlusion problem was able to be duplicated by analysts. There was a large amount of ingression that had solidified in the dso sensor. The dso sensor was found to be the fault with the initial problem. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.